Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient blood glucose (bg) values dropped below 70 mg/dl and the patient passed out. A ambulance took the patient to the emergency room (ER), where the patient was treated. For treatment, the patient was given glucose gel and cranberry gel. The pod was worn on the arm. The pod was discarded and the patient was discharged on the same day.